Event description:
Insulin pump with "no delivery" alarm hourly for 3 days. Changing infusion sets, insulin bottle, tubing, battery and reservoirs have had no effect. Have had problems with "no delivery" alarm for several months. After obtaining older reservoirs, the problem resolved. Trying newer reservoirs caused additional "no delivery" alarms. Going back to the older reservoirs resolved the problem again lots that did not work include h7416674, h7496963. Lot that did work h7563588. Dates of use: (B) (6) 2009 - (B) (6) 2010. Diagnosis or reason for use: type 1 dm. Event abated after use: yes. Event reappeared after reintroduction: yes.